Manufacturer narrative:
The tech found the bed needs new side-com board. Tech ordered parts. No further info is available on the repair of this bed. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the nurse call was not working. No injury reported.